Event description:
It was reported to philips that the device was in a transport vehicle when it powered off unexpectedly. There was no patient involvement.

Event description:
It was reported to philips that the device was in a transport vehicle when it powered off unexpectedly. There was no patient involvement.